Manufacturer narrative:
Repairs to the bed have not been completed.

Event description:
Alleged when any bed function switch is pressed, the function will not start running until a minute after pressing the switch. When the switch is released, the bed function will continue to run until the limit is met. A pt was in the bed, not injured, and the bed is being used in a home.